Event description:
On (B)(6) 2010, the pt underwent endovascular repair of an infrarenal abdominal aortic aneurysm using gore excluder aaa endoprostheses. Aortic tortuosity prevented advancement of the introducer sheath. Therefore, the physician used a pull through method with a terumo guide wire to deploy two contralateral leg components and an aortic extender component. Angiogram revealed that the left renal artery was covered by the aortic extender. Using the guide wire across the bifurcation, the devices were pulled distally until profusion into the left renal artery was restored. On (B)(6) 2010, the pt went into shock. Computed tomography revealed an aortic dissection near the left subclavian artery and a pool of blood in the pleural cavity. The pt received a blood transfusion. On (B)(6) 2010, the pt was in shock again, and expired. The cause of death was a ruptured dissection.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore excluder aaa endoprosthesis instructions for use, do not cover significant renal arteries with the endoprosthesis. Vessel occlusion may occur. Also, do not attempt to reposition the endoprosthesis after deployment has been initiated. Vessel damage or device misplacement may result.